Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability to backload the proglide over the guide wire was not confirmed. The sheath appeared normal with no kink. A 0.038 guide wire was backloaded and frontloaded without problem. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the physician was unable to backload the proglide over the guide wire in an attempt to insert the device into the arteriotomy. A second proglide was used without any issues and hemostasis was achieved with the second proglide. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.